Event description:
It was reported that during a laparoscopic right colon resection procedure, the surgeon fired the device across the colon and when the surgeon observed the staple line, he saw that it did not staple. He then sutured over the staple line and continued with a second like device. This was the initial firing with a green cartridge. There was no difficulty firing the device reported. There was no reported blood loss as the issue was noticed immediately after the firing. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a cartridge present. The cartridge was received void of staples. There was one b-form staple present in the cartridge pocket. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.